Event description:
It was reported that a solid tone occurred during prerun. The handpiece was replaced, and the case was completed without any patient consequence.

Manufacturer narrative:
Analysis summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 5. In addition, it failed the continuity test. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.